Event description:
Bracco fast load cta dual syringe- procedure: CT, upon opening a new package, the syringe portion of the device was intact and normal. The "curly tubing for fluids" was missing the adapter end for patient. The luer lock was missing on the patient end. Not used on patient. Manufacturer response for injector and syringe, angiographic, fastload cta dual syringe pack (per site reporter). Will obtain.